Event description:
A customer contacted beckman coulter inc. (Bci) reporting that electrolytes were failing calibration on the unicel dxc 800 pro synchron clinical system and there was a leak. No injury was reported.

Manufacturer narrative:
Bci cts (customer technical support) performed troubleshooting over the phone which revealed that a line at the flowcell was disconnected. The customer reseated tubing. The customer also primed ise module and disassembled the eic (electrolyte injection cup) and checked for obstructions. No obstructions were found. The customer then removed the eic valves and cleaned and forced air into the ports, reassembled, homed and primed the system after which a line came off. The modular chemistry (mc) drip tray was full and was leaking onto the floor. The customer disabled the ise module and requested a service visit. The service visit was cancelled by the customer on (B)(4) 2011. Per customer, they were able to resolve the issue and were able to start using the instrument. No details were provided by the customer on what resolved the issue.